Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 18 march 2015: lot 143350: (B)(4) shells produced and released on 22 july 2014. Expiration date: 2019-06-30. No anomalies found related to the issue. To date, (B)(4) items of the lot have been already sold without any similar problem. Lot 100256: (B)(4) stems produced and released on 24 march 2010. Expiration date: 2015-02-28. No anomalies found related to the issue. To date, all the items of the lot have been already sold without any similar problem. On 17 march 2015 we have been informed that the explanted items will not return.